Event description:
An oval mesh cracked one year post-operatively. According to the complainant, the mesh was used anteriorly and the crack was confirmed by x-ray, one year post-operatively. The patient has complained of pain but no explant surgery is scheduled at this time. The product remains implanted so no further evaluation can be performed. No further action can be taken at this time.